Event description:
It was reported that a patient had a lead revision. Impedance testing was performed successfully, fluoroscopy was used. The battery was reprogrammed. The lead was revised because the patient was not having stimulation in the pelvic floor area. Patient has resumed therapy with the new lead.

Manufacturer narrative:
Product ID 3093-28 ,lot# v667542, implanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. For use by user facility/importer(devices only). (B)(4).